Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that she has surgery scheduled for april 29th and has two additional surgeries in may. Patient stated that they are having pain and experiencing tingling sensations. The patient hasn't been able to find a new local managing physician. This event was previously reported and documented; see (B)(4). A patient service specialist sent an email to a local medtronic representative regarding the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.